Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 5 events associated with this event type (foreign matter found in package or on the device) and product code is (B)(4).

Event description:
Foreign matter found in package or on the device. During the surgery, it was found that there was a piece of vinyl like material on the cam part. The surgeon removed the material and used it.